Manufacturer narrative:
The customer elected to perform the iabp repair. (B)(6) supervisor of quality and compliance, spoke with (B)(6), from the customer's biomedical dept, and he informed her that the cause of the shut down was "poor quality batteries" that needed replacement. He replaced the batteries and the problem was solved; the customer used non maquet batteries. In addition the biomed cleaned the connectors inside the battery pack because they were corroded. The iabp was returned to svc because no malfunction was identified. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp shut down when it was unplugged for transport. The pt was switched to another iabp and therapy was continued. No pt injury was reported.